Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging the ok keypad button was under-responsive. There was no indication that the product caused or contributed to an adverse event. This complaint is reportable because the issue has the ability to result in inadvertent or incorrect insulin delivery or the inability to use the pump.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 11/29/2016 with the following findings: investigation revealed unresponsive ok, up and down keypad buttons. Unrelated to the original complaint, the audio bolus button cover was punctured. The bolus button response was unable to be tested due to unresponsive keypad issue. Upon removal of the audio bolus button cover, corrosion was found on the button contact. Upon pump disassembly, corrosion was found on the audio bolus button contact pins and printed circuit board. The audio bolus button shorted due to moisture ingress, causing the keypad buttons to be unresponsive. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.